Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that crossing difficulties were encountered. Vascular access was obtained via the radial artery. The 80% stenosed, 38mm in length, tight, concentric, de novo target lesion was located in the moderately calcified, non tortuous and 2.75mm in diameter left anterior descending artery. A 3.5 6f non bsc guide catheter was placed. After a non bsc guide wire crossed, predilation was performed. Then a 38 x 2.75mm promus premier¿ stent was advanced but was not able to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damaged.

Manufacturer narrative:
Device is a combination product.     Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and microscopic examination found no issue with the profile of the tip. The stent struts on the two most proximal rows were distorted and misaligned. The type of damage is consistent with the stent meeting a resistance or an obstruction during the removal of the device from the patient. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and microscopic examination found no issue with the profile of the device's markerbands. A visual and tactile examination found no kinks or damage along the shaft polymer extrusion. A visual and tactile examination found that the hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. Based on the analysis, there is no evidence that the device failed to meet specification prior to shipping. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).